Event description:
The patient¿s mother reported that the patient was hospitalized at the (B)(6) hospital on (B)(6) 2026, due to experiencing both high and low blood glucose levels. While wearing the pod for approximately 25 to 36 hours, the patient¿s glucose levels reached a high of 22 mmol/l (396 mg/dl) and a low of 2.1 mmol/l (37.8 mg/dl). The mother noted that the patient experienced these fluctuations while using the same pod and that they received an automated delivery restriction alert. Reported symptoms included hyperglycemia, hypoglycemia, constipation, and dehydration. The patient was diagnosed with an unspecified virus, though the patient's mother stated, "they were unable to understand what it was". During hospitalization, the patient was treated with intravenous fluids and laxatives. The patient was discharged on (B)(6) 2026, after approximately 48 hours of hospitalization. The pod was removed at the hospital and discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.